Event description:
It was reported in the literature article that "sixty-two of 1036 aneurysms [929 pts] were retreated one or more times for a total of 72 new procedures (53 aneurysms were retreated once; 8 aneurysms twice and 1 aneurysm three times during the follow up period). For five pts, the endovascular retreatment was insufficient and the pt was inevitably referred for open surgical clipping." This report is for one of the pts who underwent successful surgical clipping . There was no reported clinical consequence.

Manufacturer narrative:
Exact date is unk; all the procedures in the article were conducted between 1998 and 2003. Add'l PMA/510(k): k042539. Gallas s. Ajnr, 2009 sep 3.